Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 30 mg/dl. Customer¿s other relevant blood glucose level was 370 mg/dl and 375 mg/dl. Customer also experienced high blood glucose, however it was treated with manual injection. Customer did not alleging insulin pump under delivering. Customer stated that the cannula was bent. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.